Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6). Product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient programmer. It was reported that it did not seem like the equipment was reading the pump at all. The patient stated it keeps on giving them an application restart due to system error code 156. They stated when they go to deliver the medication it goes to 90% and then kicks them off and then gives them error code 156. The patient stated that it knocks their boluses down and they aren't getting anything. The patient stated that they have not had their medication for three days and that they are "sicker than hell" due to the inability to deliver it. The patient stated that they finally connect to get it but that it's been forever since they could've delivered medications and then it kicks them off with the error code. Patient stated that they could tell the boluses wouldn't go through. Patient reported that they had been in withdrawal for three days.